Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient's system was unable to enter MRI mode. Troubleshooting revealed high impedances on the left lead. As a result, surgical intervention was undertaken on (B)(6) 2026 where system was removed to address the issue. It cannot be determined which lead contributed to the event.

Manufacturer narrative:
B5: corrected information: it is not known which lead, left or right, had the impedance issue.

Event description:
Corrected information: it is not known which lead, left or right, had the impedance issue.